Event description:
It was reported that the touchless catheter lubrication was never smooth and clumpy. Per follow up via phone on (B)(6) 2021 the customer noted that when the catheters were cold insert smoothly but once the lubricant gets to a certain temperature it started to coagulate and gets sticky which makes it difficult to insert so the customer had to use additional lubricant. The catheter get stuck inside the bladder and had a urinary tract infection which were being treated with methenamine antibiotics.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, g. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the touchless catheter lubrication was never smooth and clumpy. Per follow up via phone on (B)(6) 2021 the customer noted that when the catheters were cold insert smoothly but once the lubricant gets to a certain temperature it started to coagulate and gets sticky which makes it difficult to insert so the customer had to use additional lubricant. The catheter get stuck inside the bladder and had a urinary tract infection which were being treated with methenamine antibiotics.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labelling review due to unknown product code. Although the product family was unknown, the intermittent rochester catheters product ifus were found to be adequate based on past reviews. Correction: h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the touchless catheters's lubrication was never smooth/even and clumpy.